Event description:
The following was reported to hamilton medical ag: - the clinical staff turned on the ventilator and experienced an ambient alarm which the screen stayed blank. Startup failure. - no patient involved. - no harm to patient and/or third party is reported.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Hamilton medical ag has not received the device for investigation. However, the technician was unable to replicate the event, replaced the esm board. Performed manufacture's recommended checks and calibrations. Device passed all checks and tests.